Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent wouldn't unfold. "As per cc form": could hardly introduce wire into catheter, very difficult to push and pull wire, released stent which didn't open. Complete release system difficult to handle. Hard to finally pulled out stent. Finished by using new stent which worked perfectly well patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. At what stage of the procedure did the complaint occur? During stent placement. 2. What endoscope type and channel size was used? Olympus tjf 190v 4,2. 3. What was the position of the elevator? Open. 4. Details of the wire guide used (diameter, type, make)? 35" by boston, jagwire or zebra. Wire is still in product. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 7. Please advise the anatomical location of the intended target site. Bile duct. 8. How long was the stent in the patient by the time this complaint occurred? Does not apply. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 2cm length. 2. Where was the stricture located in the body? Bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes, it was inspected, there was no kink or whatsoever. 2. Was resistance felt during insertion into patient? There was no resistance introducing the device into the patient, but it was difficult to introduce the wire through the catheter (short distance from tip to zip port!) They had to pull. 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment. 2. If other, please specify 3. Was the directional button pressed during use? Yes. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. 5. Was the yellow marker kept in view during deployment? Yes. 6. Are images of the device or procedure available? N/a, of the device, no.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2145730 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 16 april 2024. Refer to ¿returned product - notes¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ red shuttle on last dimple. ¿ directional button in deploy position. ¿ safety wire not returned. ¿ wire guide measuring between 0.031" and 0.032" returned within the delivery system. ¿ flexor break (outer catheter) observed at proximal end of clear section, approx. 12cm from white tip. Functional inspection: ¿ handle actuated fine for deployment and recapture. ¿ unable to deploy stent. Clarification was received from the customer regarding the wire guide size, it was confirmed that a 0.035¿ wire guide was used for the procedure, it was also confirmed that the break in the outer sheath was observed when the device was removed from the endoscope. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ ¿remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port (fig. A1, a2)¿. Figure a1, a2 illustrates that a sight curve should be applied with the zip port facing upwards to help the wire guide exit the zip port easily. From the information provided, the customer experienced difficulty advancing the wire guide through the catheter. It is possible that user is not aware of the correct positioning of the zip port when loading the wire guide, the product manager has been notified of this occurrence for awareness of this issue and requested to consider re-training at the facility. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy. It is possible that a tight stricture/difficult anatomy led to a kink in the flexor, continued attempts to deploy may have led to a buildup of pressure at the kink subsequently leading to the flexor break, as noted in the lab evaluation. As a result of the flexor break, the stent could not be deployed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another device.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 31-oct-2024.